Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, light headedness, nausea, vomiting and had to go to the hospital for severity of symptoms while using the device. Medical intervention was not specified. During further investigation additional information determined a serious injury was reported but was assessed as not related to the use of the device., this event is reportable because of the potential to cause or contribute to harm. Additional information: b1, h1, box h: health impact grid, eval method, eval results and conclusion codes. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, light headedness, nausea, vomiting and had to go to the hospital for severity of symptoms while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported on this device in 2518422-2024-075355. This report was submitted as a duplicate report of the previously submitted report.